Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. The analyst noted that the lead had severe explant damage throughout.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a4dr01 ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, short v-v intervals, and was possibly fractured. The lead was explanted and replaced. During extraction of the rv lead, the right atrial (ra) lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.